Manufacturer narrative:
The customer¿s report of an unknown filter issue was not confirmed. Visual inspection of the set noted no damage or any anomalies. Functional testing resulted in no resistance or air bolus entering the filter during the syringe push and the contents were very easily flushed from the set. Pressure testing resulted in no leaking. The root cause of the customer¿s report was not identified.

Event description:
An unexpected return was received for a different event, no details were provided except this was an unknown filter issue.